Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display showed unknown pad error messages and blanked out. Complainant indicated that the clinician turned the device off then back on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the device powered on without display.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.